Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) found patient side manipulator (psm) 3 insertion axis cable was out of the pulley. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and the reported failure was able to be confirmed upon visual inspection. The unit was unable to be tested (via matlab) due to the nature of the reported issue. The complaint was confirmed based on failure analysis. A device history record (DHR) review involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root of this issue is attributed to the joint 4 lower pulley.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted ureterectomy surgical procedure the site contacted the intuitive technical support engineer (tse) to report a fault. The patient side manipulator (psm) #3 was physically damaged. There was a steel wire exposed. Site used two psms to continue procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and system initially power on without errors.